Event description:
This is being filed to report the increased mr and mitral stenosis requiring intervention. It was reported via a research article that discusses a one patient case in which one clip was implanted in 2018 (date not provided), reducing mitral regurgitation (mr) to mild. The patient was later hospitalized for heart failure symptoms. Transesophageal echocardiogram (tee) revealed the gradient increased to 9mmhg and the mr increased to severe. The patient refused open heart surgery and was therefore offered electrosurgical laceration of the anterior leaflet and stabilization of the mitraclip followed by transapical mitral valve (mv) implantation with an elasta-clip with intra-aortic balloon pump backup. The article concluded that the elasta-clip procedure opens a path for new commercially available therapeutic option for selected patients with transcatheter edge-to-edge repair (teer) failure. Details are listed in the attached article, titled ¿electrosurgical laceration and stabilization of mitraclip followed by valve implantation for iatrogenic mitral stenosis.¿

Manufacturer narrative:
Date of event/estimated date (B)(6) 2019. Implant date/estimated date (B)(6) 2018. Literature attachment; article title: electrosurgical laceration and stabilization of mitraclip followed by valve implantation for iatrogenic mitral stenosis the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
Subsequent to the final report, additional intervention and prolonged hospitalization was referenced in a different article from the initial report. The article, ¿transapical transcatheter mitral valve implantation with the tendyne valve: the swiss experience¿, was reviewed. The research article presents a case study of a 82 year old female with repeated hospitalization for cardiac decompensation, mitral stenosis and recurrent mr from a unknown mitraclip device. Following the elasta-clip procedure with intra-aortic balloon pump backup, a transcatheter mitral valve implantation (tmvi) procedure with an abbott tendyne valve 29l was performed. The article concluded transcatheter mitral valve implantation with tendyne is feasible to treat polymorbid patients suffering from complex mitral valve disease as well as patients with previous mitral interventions. Perioperative risk was acceptable and procedural success high. [The primary and corresponding author is david reineke, department of cardiac surgery, cardiovascular center, inselspital university hospital bern, bern, switzerland, with email: david.reineke@insel.ch]. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. The reported unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. B5: the tendyne device referenced in b5 is filed under a separate medwatch report. Subsequent to the final report, additional intervention and prolonged hospitalization was referenced in a different article from the initial report. Details are listed in the attached article, ¿transapical transcatheter mitral valve implantation with the tendyne valve: the swiss experience¿.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported mitral stenosis and mitral regurgitation resulting in dyspnea and heart failure cannot be determined. However, dyspnea, mitral regurgitation, mitral stenosis and heart failure are listed in the mitraclips instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.